Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) / (B)(6) . Batch: 7149914 / 7149916.

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) and spinal cord stimulator (scs) lead incision sites. Symptoms of redness and fluid discharge were noted at both sites. The patient was sent to the emergency room (ER).